Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Insulin pump p-cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of the pump below the right where the serial number was located. No harm requiring medical intervention was reported. The device will be returned for analysis.